Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Patient was advised to perform a reset and connection was restored. Patient was also advised to be aware of items that could possibly interfere with the device communications and was given examples. No additional patient or event information is available.